Event description:
It was reported that a thrombus occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. The closure device met all release criteria and the procedure was completed without residual jets on all four angles. On (B)(6) 2020, the patient presented for 45 day follow up transesophageal echocardiogram (tee), for which a thrombus was noted on the device. There were no neurological symptoms observed, so edoxaban 30mg was changed to 15mg rivaroxaban. The patient will be reevaluated and have a computed tomography scan at a future date. It was further reported that 3 months post procedure the patient had a follow CT scan performed. The imagined showed that the thrombus was reduced, but not completely dissolved. The physician added aspirin to the patients medical regimen and have a computed tomography scan at a future date.

Event description:
It was reported that a thrombus occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure and a 30mm watchman laa closure device was implanted. The closure device met all release criteria and the procedure was completed without residual jets on all four angles. On (B)(6) 2020, the patient presented for 45 day follow up transesophageal echocardiogram (tee), for which a thrombus was noted on the device. There were no neurological symptoms observed, so edoxaban 30mg was changed to 15mg rivaroxaban. The patient will be reevaluated and have a computed tomography scan at a future date.